Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported patient outcome and heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), could not conclusively be determined through this investigation. The account reported that the patient was found down at home on (B)(6) 2021. Cause of death is unknown. Heartmate 3 lvas, serial number: (B)(6), was not returned for investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death, in section 1, ¿introduction.¿ the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient passed away. The cause of death was unknown as the patient was found down at home. No further information provided.